Manufacturer narrative:
The sample from patient b was forwarded for further investigation. No interfering factor against ruthenium was identified. The result was higher than the reference range. Investigation activities are ongoing.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The difference in ft4 values obtained with the abbott and roche methods cannot be explained with available methods and the current state of the art. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The normal reference ranges for assays from different vendors can equally be different. This is related to the population used and the calculation mode. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable high test results for two patient samples using the elecsys ft4 ii assay (ft4), the elecsys ft3 iii assay, and the elecsys tsh assay (tsh), on the cobas 8000 e 602 module (e602) when compared to an abbott architect method. Of the data provided, the ft4 results for both patients, and the tsh results for patient a, were discrepant. All initial results were released outside of the laboratory to the physician. The physician questioned the results since they did not match the patients' clinical statuses. The samples were tested for immunoglobulins (iga, igg, and igm), and the results were "normal." Heterophilic blocking tubes were used with the samples, but had no effect on e602 recovery. The pathologist requested further investigation of the samples. This medwatch is for the ft4 results. Refer to medwatch with patient identifier (B)(6) for the tsh results. Refer to the attachment to this medwatch for all patient data. There was no allegation that an adverse event occurred. No treatment was given based upon the high results. The e602 serial number is (B)(4). One sample from each patient was submitted for further investigation, and the customer's results were reproduced. No interfering factors against the antibody components of the assay were detected. No pre-wash issues were detected. Investigation activities are ongoing.